Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2019 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. During the plasma collection procedure, the donor reported to have lost consciousness. The donors' vitals were within normal limits, donor returned to homeostasis prior to leaving the center. The pcs®2 plasma collection system collected 879ml of plasma and 500ml of saline administered per the routine procedure. The cause of death was reported to be not known, a copy of the coroner's report was not available at this time.